Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that she was getting no readings on her continuous glucose monitor (cgm) and had a hyperglycemic event. She was at work on wednesday afternoon, (B)(6) 2019, and the device kept giving no readings. She could not the error message that was displaying on the cgm. She experienced nausea and vomiting and was in and out of consciousness. She called 911 and when the paramedics took her blood glucose (bg) it read high on their meter. They asked if she had taken insulin and she told them she thought so but was not sure as she could not remember. She was taken to the hospital where her bg was 1389 mg/dl and she was admitted to the intensive care unit (ICU). At the time of contact she was still hospitalized, anticipating being discharged the next day. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.